Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycle") and menorrhagia ("abnormally heavy bleeding during menstrual cycles"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent total robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / general pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and oophorectomy bilateral ("bilateral removal of ovaries") in a 32-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6)2006, (B)(6)1998,(B)(6)1994), arthroscopy, melanoma, amenorrhea and depression. Patient having no dysuria, no hematuria. Previously administered products included for an unreported indication: oral contraceptive in (B)(6) 2007. Concurrent conditions included condom, obesity, hypertension, herpes virus infection, elbow injury, anxiety, urinary incontinence, uterine enlargement, penicillin allergy, tobacco user and adenomyosis. Family history included alcoholic (father), ovarian cancer (aunt), heart disease, unspecified (father , uncle), blood pressure high (mother grandmother), hypercholesterolemia (mother father), stroke (mother, father), depression (mother , grandmother), glaucoma (mother grandmother) and ovarian neoplasm. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2007 to (B)(6) 2007 for birth control as well as alprazolam since (B)(6) 2013, amitriptyline from (B)(6) 2015 to (B)(6) 2015, anaesthetics (anesthesia), axotal (esgic) from (B)(6) 2015 to (B)(6) 2015, biselect (ziac) since (B)(6) 2017, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2016, estradiol from (B)(6) 2013 to (B)(6) 2016, ibuprofen since (B)(6) 2016, lisinopril since 2010, meloxicam from (B)(6) 2016 to (B)(6) 2016, oxycocet (percocet) since (B)(6) 2016, phentermine since 2004, propranolol from (B)(6) 2015 to (B)(6) 2015, spironolactone since 2017, tranexamic acid (lysteda) since (B)(6) 2016 and valaciclovir hydrochloride (valtrex) since (B)(6) 2016. In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2008, the patient experienced menorrhagia ("abnormally heavy bleeding during menstrual cycles /menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and nausea ("nausea"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), the first episode of arthralgia ("joint pain") and alopecia ("hair loss base of skull"). On (B)(6) 2016, the patient underwent oophorectomy bilateral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), the second episode of arthralgia ("hip pain"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total I laparoscopic hysterectomy with bilateral I salpingoophorectomy, robotic assisted), surgery (total I laparoscopic hysterectomy with bilateral I salpingoophorectomy, robotic assisted) and surgery (total I laparoscopic hysterectomy with bilateral I salpingoophorectomy, robotic assisted). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, oophorectomy bilateral, headache, the last episode of arthralgia, weight increased and abdominal pain outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea, dyspareunia, uterine leiomyoma, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, oophorectomy bilateral, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff underwent total robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / general pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and oophorectomy ("bilateral removal of ovaries") in a (B)(6) year-old patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2006, (B)(6) 1998, (B)(6) 1994), arthroscopy, melanoma, amenorrhea and depression. Patient having no dysuria, no hematuria. Previously administered products included for an unreported indication: oral contraceptive in (B)(6) 2007. Concurrent conditions included condom, obesity, hypertension, (B)(6), elbow injury, anxiety, urinary incontinence, uterine enlargement, penicillin allergy, tobacco user and adenomyosis. Family history included alcoholic (father), ovarian cancer (aunt), heart disease, unspecified (father , uncle), blood pressure high (mother grandmother), hypercholesterolemia (mother father), stroke (mother, father), depression (mother , grandmother), glaucoma (mother grandmother) and ovarian neoplasm. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2007 to (B)(6) 2007 for birth control as well as alprazolam since (B)(6) 2013, amitriptyline from (B)(6) 2015 to (B)(6) 2015, anaesthetics (anesthesia), axotal (esgic) from (B)(6) 2015 to (B)(6) 2015, biselect (ziac) since (B)(6) 2017, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2016, estradiol from (B)(6) 2013 to (B)(6) 2016, ibuprofen since (B)(6) 2016, lisinopril since 2010, meloxicam from (B)(6) 2016 to (B)(6) 2016, oxycocet (percocet) since (B)(6) 2016, phentermine since 2004, propranolol from (B)(6) 2015 to (B)(6) 2015, spironolactone since 2017, tranexamic acid (lysteda) since (B)(6) 2016 and valaciclovir hydrochloride (valtrex) since (B)(6) 2016. In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2008, the patient experienced menorrhagia ("abnormally heavy bleeding during menstrual cycles /menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and nausea ("nausea"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), the first episode of arthralgia ("joint pain") and alopecia ("hair loss base of skull"). On (B)(6) 2016, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), the second episode of arthralgia ("hip pain"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total I laparoscopic hysterectomy with bilateral I saipingoophorectomy, robotic assisted), surgery (total I laparoscopic hysterectomy with bilateral I saipingoophorectomy, robotic assisted) and surgery (total I laparoscopic hysterectomy with bilateral I saipingoophorectomy, robotic assisted). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, oophorectomy, headache, the last episode of arthralgia, weight increased and abdominal pain outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea, dyspareunia, uterine leiomyoma, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plantiff underwent total robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter added, lot number received, patient historical condition and concomitant condition added, concomitant drug added, events added as follows:-vaginal haemorrhage,menorrhagia,migraine, headache,nausea,oophorectomy,dyspareunia,fibroids,hip pain, join pain, abdominal pain, fatigue,weight gain, alopecia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.